Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter states the patient has had high blood sugars for "some time." She reports that the patient felt especially poorly at the end of the month, he was vomiting and his blood glucose was unreadable on his meter. They administered an injection of novolog and brought him to the hospital. Upon admit his blood glucose was >400. He was treated with IV insulin and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.